Event description:
Reportedly, the patient is implanted with a heartmate and a platinium. It was not possible to interrogate the ICD with a cpr4 head. The cpr3h allowed the ICD interrogation.

Manufacturer narrative:
Here below the analysis of the communication failures during the follow-up of the device platinum (B)(6), the patient is also implanted with a lvad (heartmate). The analysis of the expert files showed 6 sessions of pacemaker interrogations that went well. The analysis showed also unsuccessful attempts to interrogate the platinum (B)(6) with the cpr4 head from 10:06:48 to 10:07:47. At 10:07:56, the cpr4 head was unplugged and replaced by the cpr3 head and several unsuccessful attempts to communicate with the device occurred until 10:08:39. At 10:10:07, the communication between the platinum (B)(6) and the cpr3 head was successful. The rf communication went well and was not disturbed. The session ended at 10:15:03 the cpr3 head was unplugged and cpr4 head plugged again: a new session, successful, with a pacemaker (B)(6) started at 10:24:53. The lvad (heartmate) may be the source of interferences triggering unsuccessful communications with the platinum (B)(6).

Event description:
Reportedly, the patient is implanted with a heartmate and a platinium. It was not possible to interrogate the ICD with a cpr4 head. The cpr3h allowed the ICD interrogation.